Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during the investigation, multiple power reset events were observed in the black box. The pump was returned with a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The threads on the battery cap and on the battery compartment were stripped and were unable to secure. Due to the stripped threads, the battery cap was unable to tighten and secure to maintain an electrical connection-. The intermittent power loss was duplicated due to the battery cap damage.